Event description:
It was reported during a pump refill procedure there was difficulty accessing the center port. The appropriate kit and needles were being used. A template was used. There was not a depth issue. The silicone rubber septum was not felt upon insertion, only metal. An x-ray was recommended to verify needle and pump orientation. Follow up info indicated the pump was later able to be filled. It appeared the pump had flipped over and then flipped back during the x-ray process. The pt remained asymptomatic. Everything was back to normal and the pt was doing wonderful.